Event description:
Had a series of dexcom g7 10 day sensors fail with in a period of 2-5 days. Normal cycle is supposed to be 10 days. Company was notified of (7) straight sensors failing. Zero response zero care of my issues and concerns at any level. Over 100 calls to technical support us, 67 calls supervisor level, 40 plus emails with (B)(6) at dexcom corporate office, and numerous letters to dexcom president (B)(6). As you call dexcom tech support dexcom president (B)(6) tell the customer ". Thank you for trusting dexcom, we're here to help and whatever you need"? This is more than a smoke screen for the company to play stupid, tell you there sorry, this isn't the experience your supposed to have. Zero solutions to the problem at hand: the 7 sensors that failed between 2-5 days without a single sensor being replaced. It's all a smoke screen to cover up the reliability of their product. My aprn tells me I have to monitor and record 3 reading a day with (2) sources to be shown to her every 90 days during my appointment. Failed with zero codes only comment failed insert new sensor. Pt code: 4582. Device code: 4042. Reference report# mw5185256, mw5185258, mw5185259, mw5185260, mw5185261, mw5185262.